Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one x-port isp implantable port with an attached groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The edges of the partial compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be round/smooth in both regions. Small splits were noted on the edges of both regions. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other. Small splits were noted on the edges of both regions. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other. Small splits were noted on the edges of both regions. Therefore, the investigation is confirmed for the reported fracture, material separation and identified deformation and naturally worn issues. However, it is inconclusive for the reported migration issue as supporting evidence of the reported migration is not available. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2020, a patient underwent a port placement procedure using x-port isp. On (B)(6) 2025, sometime post a placement procedure, ablation of an implantable site with catheter retrieval using a lasso. There is a clean break in the catheter at its proximal end during a routine computed tomography scan. This caused the catheter to migrate into the patient's circulatory system towards the superior hepatic vein. The current status of the patient was unknown.

Event description:
On (B)(6) 2020, a patient underwent a port placement procedure using x-port isp. On (B)(6) 2025, sometime post placement procedure, ablation of an implantable site with catheter retrieval using a lasso. There is a clean break in the catheter at its proximal end during a routine computed tomography scan. This caused the catheter to migrate into the patient's circulatory system towards the superior hepatic vein.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.